Event description:
The customer reported an error 80 displayed on screen. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.